Event description:
During variax dr surgery, when the surgeon removed the fixation pin from the plate and the aiming block was broken.

Manufacturer narrative:
Evaluation summary: the reported event that the fixation pin was broken could be confirmed. The incoming inspection showed that the fixation pin was returned in separated condition. Within the visual investigation it was determined that the stop pin, laser-welded with the expanding sleeve, was broken off due to high bending forces and therefore detached. The broken off stop pin was not returned. The fracture surface of the welding seam between the stop pin and expanding sleeve shows the appearance of a forced rupture. The geometry of the welding seam indicates that the laser-welding seam was correctly performed. Moreover the stop bar of the screw shows heavy plastic deformations due to the collision and friction with the stop pin. Because of the high torsional forces, applied several times during the application, high bending forces occurred upon to the stop pin finally leading to the breakage of the laser-welding seam between the stop pin and expanding sleeve. Based on the investigation and based on previous evaluations with sem micrograph the root cause was attributed to a user related issue. Because of high bending forces, the laser-welded seam between the stop pin and expanding sleeve was broken off in low cycle fatigue mode with much evidence of a forced rupture. Indications for material or manufacturing related issues could not be found in the investigation. Therefore no corrective action was deemed necessary at this time. However, due to a negative complaint development of the related fixation pin, observed within pms trending, a nonconformance was raised for additional analysis.

Event description:
During variax dr surgery, when the surgeon removed the fixation pin from the plate and the aiming block was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.